Manufacturer narrative:
(B)(4). The patient was discharged from the hospital and recovered from this peritonitis event.

Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd). The patient experienced peritonitis manifested by cloudy effluent and abdomen pain. On the same day, the patient was hospitalized for the event. However, the treatment was not reported. The patient was recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up medwatch will be submitted.